Event description:
Baxter flo-gard 6201 pump kept alarming occlusion. Nurse could not find any kinks in the IV tubing. IV tubing disconnected from patient, pump door opened, clamp was reinserted, tubing flushed, alarming stopped initially. When pump set to infuse again, it started alarming again. Biomed notified to take pump out of service. Follow up reveals the pump was checked, tested, and passed.